Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va00dpw, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional reported that patient had return of symptoms and on (B)(6) 2017 troubleshooting of ins was performed. Tined lead was removed and replaced. According to the device registry, implant was removed on the same day too. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.